Manufacturer narrative:
Failure for the bubble generator and ab valve was noted. The cts had customer close files and cold boot after re-installing the sample carousel. The cts called the customer and verified that the there was no more leaking on the instrument. The customer was to call back if problem comes back, but there has been no further leaking complaint filed as of (B)(6) 2011.

Event description:
While troubleshooting for autoloader position error with bci customer technical specialist (cts)'s assistance, a customer found fluid leakage under the reagent probes on the black drip tray of unicel dxc 600i synchron access clinical system. There was no effect to patient or user.